Manufacturer narrative:
(B)(4).

Event description:
It was reported a declot procedure was being performed on a 23 year old female patient. The ptd was being used in the patient's right upper arm. During the procedure, the black tip became separated. As a result, the physician spent over 120 minutes removing the tip with a snare. There was a delay in treatment and no patient death was reported. There were no additional complications aside from the issue with the device breaking after just one to two passes. The clinician added they were able to get the patient declotted.